Manufacturer narrative:
(B)(4) (revision surgery). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that: on (B)(6) 2010, patient underwent following procedure: cortical screw placement, l4, l5, s1; posterior lumbar interbody fusion, left l4-5, l5-s1 with peek cage; posterolateral fusion l4-5, l5-s1; segmental fixation of l4-5, l5-s1; autologous bone graft; intraoperative ssep monitoring and emg monitoring; intrathecal injection of morphine pre-op and post-op diagnosis: lumbar disc disease; low back pain; lumbar radiculopathy as per-operative notes: ".. At l5-s1, disc space was then irrigated with copious amounts of ancef and then a funnel was then used to introduce morselized bone graft along with bone morphogenic protein into the anterior disc space. This was followed with a peek cage after using trials to determine appropriate sizing. Identical procedure was undertaken on the left at l4-5. Satisfactory position of the implants was noted in the lateral c-arm fluoroscopy. I then proceeded to contour rods, attached them to the heads of the screws at l4, l5 and s1. The lateral gutters were created with a high speed 5mm drill. A burrito of bone morphogenic protein collagen sponge and autologous bone graft was placed over the posterolateral elements.. Patient was taken to recovery room in satisfactory condition.." On (B)(6) 2010, patient underwent following procedure: repositioning of right l4 cortical screw. Pre-op and post-op diagnosis: right lumbar radiculopathy and malpositioned screw, right l4. Per-operative notes: ".. A sharp incision was made through the healing lumbar wound midline incision.. Seroma was identified that appeared non-prulent in nature. Caps of cortical screws were then removed and the rod removed. The right l4 screw was then removed and a medial breach in the wall was identified. I therefore, repositioned the entry point 4mm laterally and more cephalad using lateral c-arm fluoroscopy for purposes of identification and trajectory.. The original screw was then repositioned in this new trajectory. The rod was then reattached to the three screw heads and the caps were tightened to the usual torque tightness.."